Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and the insulin was squirting out during the manual prime process. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin continued to drip after the motor stops during the manual prime process. The customer stated that the insulin pump over delivers whenever they sets up a new set. The customer reported that the insulin squirts out whenever they were doing a fill cannula. The drive support cap appeared normal or recessed. The customer reported multiple compromised force sensor system alarm in the past 5 months. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.